Event description:
Description of complaint: at end of procedure, the or tech noticed the tip was missing on the blunt tip trocar. The surgeon did a fluoroscopy and felt the tip but could not remove it through the cannula port. The cannula/trocar incision site had to be lengthened to 3 inches and the tip was removed. This prolonged the procedure, but the reporting party did not give an exact time of delay.

Manufacturer narrative:
Eval: the entire c0718 unit was returned under the respective rga #. The eval found that the tip of the trocar was loose and not attached to the obturator shaft. A close investigation of the tip found that the pins which lock into windows within the side of the obturator did not show evidence that the tip had been fully inserted into the shaft. See sketch below. (Note: the sketch is not to scale.) Because the tips of the 4 retention posts located on the blunt tip component were not deformed from the compression induced by the part entering the shaft of the obturator it is reasonable to conclude the tip was not fully installed into the device, during the clean room assembly operation. This would have possibly resulted in the septum seal stripping the tip off of the obturator when the obturator was removed from the cannula after abdominal access had been achieved. During the eval the returned tip was fully installed into the shaft by engineering. A pull test was then completed and the force to remove the tip was 15.1 lbs which met the design spec of at least a 10 lb force to dislodge the tip. Conclusion/corrective action: a review of the relevant shop orders found that all shop orders were completed and closed without mrr's or tdo's. Secondly, applied's engineering dept sampled 15 units from lot # 127323 which contained the same component lots of the shaft and tip and assembly personnel. The average pull force found to dislodge the tip of the sampled prods was 21 lbs. Applied medical will also 100% inspect all prods in finished goods inventory by reworking each lot and sending the prods back to the clean room to have the pouches opened to check for proper tip assembly. Finally applied will expedite a on-piece design of the obturator into production.